Manufacturer narrative:
Concomitant products: it was reported that a chikai 18 (asahi intecc), an unspecified shepherd hook-shaped 4fr guiding catheter, an excelsior 1018 (stryker, type unknown), and an enpower dcb / cable (lots unknown) were used for this procedure. Complaint conclusion: the customer had discarded the device. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The complaint could not be confirmed without return of the device for analysis. Based on the information provided, it is not possible to determine the root cause of the complaint; however, device handling factors may have contributed to the event. Since there was no evidence of a manufacturing issue related to the event, no corrective/preventive actions will be taken at this time. This is an initial/final MDR report.

Event description:
During coil embolization of the patient¿s left gastric artery prior to the distal pancreatectomy with en-bloc celiac axis resection, it was reported that the hub of the presidio (pc4181240-30/c26400) was torn off during re-sheathing. The procedure was completed without any further issues. However, due to the event there was approximately a five minutes delay in the procedure. There was no patient injury/complication reported. The complaint product was new and stored per labeling instructions. The procedure was conducted in accordance with the instructions for use (IFU) and a constant flush had been maintained through the microcatheter at all times. There was no information as to whether the physician had struggled to re-sheath the coil, and no report of difficulty during un-sheathing. There had been no resistance between the presidio and the microcatheter. No visible defect/damage was noted on the product prior to the events. There was no unintended detachment of the coil observed in the vessel or in the microcatheter. No further information was available.